Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure, the cylinder was noted as it broke down. No information was provided about the patient's outcome. It was further reported that the cylinders would not expand due to constriction of the cylinders deteriorating. The patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.